Manufacturer narrative:
The cause of the discordant patient results for enzyme creatinine_2 (ecr_2) on the advia chemistry 1800 is unknown. Siemens is investigating the issue.

Event description:
Three discordant, enzymatic creatinine (ecre_2) results were obtained on patient samples when using reagent lots 49091 and 49092 on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument . The repeated results obtained were reported to the physician(s). It is unknown if the samples were repeated using the same or different reagent lot. There are no known reports of patient intervention or adverse health consequences due to the discordant, ecre_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00180 was filed on march 10, 2017. Follow up MDR 2432235-2017-00180_s1 was filed on may 9, 2017. Additional information (6/1/2017): the customer has informed siemens that they have started to centrifuge samples just before loading them on the instrument. Since this practice was put in place the customer has not obtained any discordant results for ecrea_2 on the instrument. The system is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2017-00180 was filed on march 10, 2017. Additional information (4/13/2017): a siemens field service engineer (fse) visited the customer site on 4/13/2017. The fse implemented a wash step for the ecrea_2 assay after the assay lipase is run on the system for troubleshooting purposes. Since the wash step was incorporated on the system, the customer has observed on discordant ecrea_2 result on a patient sample on (B)(6) 2017. This will be evaluated as a separate event by siemens. The customer continues to monitor patient results for ecrea_2. The cause of the discordant ecrea_2 results on the patient samples is unknown.